Event description:
The customer reported the road mapping function was not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. An applications specialist was scheduled to perform training for the customer in the use of the road mapping function.